Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, suction alarm occurred with decoupling of placement signal and left ventricle (lv) signal. The pump was adjusted multiple times and inlet appeared to be free floating in lv but could not break the suction. The suction persisted even at p-2. At times, the lv tracing was not appearing even at p-9. Decision made to increase pressor support and wean impella off. Impella inspected for clot ingestion but none was noted.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.